Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 218 mg/dl and went up to 480 mg/dl. The customer reported that the insulin pump was leaking on the set. The insulin pump will not be returned for analysis.